Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated the connections in the image processor. The system operates as intended.

Event description:
The customer reported the system displayed white screens upon boot up. No patient injury was reported.